Event description:
Event: (cc# 98-01113) the "blood detected" alarm sounded from the pump. No blood was noted and the pump was changed. The same alarm sounded on this pump and the iab leaked. (Multiple event to customer complaint number 98-01112) the following was reported to datascope on 9/24/98: the pump was alarming. The pump sounded "blood detected" but no visible blood was noted in the tubing. The pump was changed but the alarms continued. The doctor was notified. The doctor took the patient to the cath lab at which time it was discovered that the balloon had leaked. The iab was removed and another was inserted. It is unknown if there was any patient injury or complication as a result of the event. The patient was transferred to another facility for further intervention. (On 9/24/98, datascope received the medwatch form from the user facility; uf/dist report number: 14-0258-1998-0155) [event complications]: transferred-rpt'd 9/3/98 and 9/24/98. [Patient's current status]: transferred-rpt'd 9/3/98.